Event description:
Staff member in central processing wrapped a glide scope handle in peel pack. Instructed to sterilize using steris autoclave system. Tested handle first, then used steris autoclave to resterilize it. After resterilizing again with steris autoclave, it was given back to central processing and it was noticed that all of the glue was melting coming out of the handle and dripping on to the peel pack.